Manufacturer narrative:
(B)(4): six screws were returned; it is unknown which ones were involved in the complained event.the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported that the screw removal from the lower jaw took about 1-hour. On the right side, 4 of the 6 screws were successfully extracted; however the remaining 2 needed ultra-sonic bone-crasher to shave at around the screws since the screw heads got worn out. In the end, the 2 screws were extracted by using the elevator inserted between the plate and the bone. As for the left side, all the screws came off. There was a 40-minute surgical delay reported. The doctor commented that considering the mechanical force, which is needed to extract the screw from the cortical bone, the retention of the current screw driver is not adequate (too weak). This is report 3 of 4 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing evaluation was performed for the subject device. Twelve screws were returned to synthes for evaluation. Two screws were reported to have been difficult to remove due to the heads being worn out. It is unknown which of the twelve returned screws were the complained screws. Our investigation shows that the screw recesses of all screws are worn out. The manufacturing review of the screws cannot be performed due to the missing lot number. Based on the received information it is impossible to ascertain, if the deformation was caused during the implanting or after explanting process. We can only assume that during use the screwdriver was not fully inserted into the screw recess. By this the force was not allocated on the whole cruciform. This occurrence could lead finally to the wear and tear and the malfunction of the devices. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Correct date received by manufacturer for previously submitted report (follow up #2) was mar 9, 2015. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.